Manufacturer narrative:
Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Manufacturer narrative:
8 syringes impacted from an unknown lot. See medwatch completed section c attached.

Event description:
Syr 0.3ml 30ga 8mm 10bag 500cas ap, batch number: 328838; exp:2028.02 defect description: 1. There are water drops ahead. 2. A total of 8 pieces: problems were found after opening (10 pieces/bag). Sample availability ? Yes sample availability details : physical sample available only